Event description:
It was reported by the aci distributor that (B)(6) male patient underwent an interventional peripheral procedure on (B)(6) 2013. Following the procedure, the physician who is in training, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician shuttled down and came to a hard stop, but the advancer tube did not engage and did not stay down. The device was removed. Manual compression was applied for approximately 2 minutes. Then a femostop was applied to the access site. Hemostasis was achieved. The patient was hospitalized for reasons unrelated to the mynx device/mynx procedure.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle with the balloon inflated partially. A small piece of sealant was located at the balloon proximal taper and the advancer tube was engaged to the distal tamp lock as received. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Based on the provided information and the investigation performed, the root cause for the reported event could not be conclusively determined. The review of the lhr (lot f1308707) indicated that the device lot met all established performance criteria prior to shipment.